Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had reprogramming yesterday for group c and today reported they adjusted the intensity from 1.8 to 1.9 and "neurosense is currently adjusting therapy" appeared, after which the intensity levels went to 0. Patient spoke to manufacturer representative (rep) and was advised to call patient services. Agent had patient turn of neurosense in group c and close mystimrc app. Patient then connected through app and turned neurosense on. Patient reported "neurosense is currently adjusting therapy" again displayed and intensity showed 0. While still on the call, patient reported they were able to increase the intensity to 0.1 but reported the message again appeared. The issue was not resolved through troubleshooting. The patient was redirected to their mdt rep and healthcare provider to further address. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the manufacturing representative indicated that rebooting the controller resolved the "neurosense is currently adjusting therapy" message and intensity level going to 0 issue.